Event description:
While attempting to convert the heart rhythm of a patient. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.